Event description:
The customer contacted baxter's technical service center to report a spark come from the hc. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer reported that when the homechoice (hc) device was plugged in it seemed to make everything in the house pulsate, and at one time the caregiver thought she saw a spark come from the hc. The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal). The device was thoroughly examined for any signs of damage from the sparks or flames. No evidence of sparks or flames was found on the device around the power entry module or inside the device. The power cord was not available to evaluate. A check of the electrical system found all voltages were within specifications. Multiple short simulated therapies were performed and passed successfully. A review of the device logs did not confirm the reported difficulty sparks coming out of the homechoice device. The reported issue was not confirmed. The assignable cause was undetermined.